Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor pod removal, sensor wire remained left behind in patient. Patient stated that they were able to remove sensor wire from insertion site. At the time of the call with dexcom technical support, patient reported no injuries or medical intervention.